Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient found that the puncture site leaked after using the PICC in the vein. After the catheter was extubated, it was found that the catheter had 4 pinhole-like damage. The nurse immediately replaced the new PICC for the patient to indwell.